Event description:
An end user called for assistance checking the device saying that it gave high results and that the user had passed out and the paramedics were called. The patient was treated and released. After phone trouble-shooting it was discovered that the device was functioning properly, but we wanted to investigate the questionable products. The device was replaced and the defective one returned for investigation.